Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se after an unspecified procedure. Reportedly, after reading the pamphlet, the patient who has a high sensitivity to nickel, had a concern with the starclose se clip that was implanted on (B)(6) 2012. The patient contacted her physician who noticed no symptoms in respect to the nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.